Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer with a neurostimulator for spinal pain. It was reported that the device was "going crazy". There was a change in therapy: overstimulation. The patient said, when the stimulation was on, it was going at "100% vibration" so she had to turn the stimulation off. The event occurred on the day of the report. It was reported a fall could be related to the issue. The patient fell about a week ago and broke her neck. Information was requested regarding the steps taken and the resolution. A supplemental report will be sent should additional information be received.

Event description:
The patient reported that the overstimulation issue was resolved. They turned off, took out batteries, and turned back on.